Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue; the battery was not able to be removed from the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/31/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed multiple records of the pump re-starting on (B)(6) 2014. On examination, the pump was intact without any damage; the battery compartment was intact without damage. No battery cap was returned with the pump for investigation. A test battery cap was able to be attached to the pump properly. The pump was returned with a battery in the battery compartment that was stuck and not able to be removed. The pump was not able to be powered on for investigation. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Investigation was unable to confirm the reported ¿power issue¿ because the pump was not able to power on for investigation.